Event description:
Device was placed in 1997, to help provide prophylaxis for the pt's pulmonary embolisms. In 2001, pt had complaints of severe right quadrant pain. Initial diagnosis was appendicitis. Pt was taken to surgery and upon entering peritoneum found evidence of a strut of a vena cava filter. This was removed.